Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No scrolling numbers display anomaly noted. No frozen screen noted. The battery icon and reservoir icon functioned properly. The pump was received with scratched display window, cracked belt clip slot, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, display anomaly, and keypad anomaly. The blood glucose at the time of the incident was 125 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.